Event description:
The customer reported that during transport, while the unit was in use on a pt, the unit shutdown. The customer turned the power on and the unit restarted and the therapy continues. No pt injury was reported.

Manufacturer narrative:
The company rep observed that a component of the power supply had failed. The company rep replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer. The power supply was returned to datascope for further investigation.